Event description:
It was reported by repair work order that there were no motor functions working on the bed due to damaged angle sensors. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.